Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue that caused the conversion to open, an investigation is in progress to determine the cause of the adverse event. Based on the information gathered, there is no indication that the device directly caused the converted to an open procedure. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was reported that the minimally invasive procedure was converted to open based on patient condition. It is unknown, at this time, if this conversion was a planned part of the procedure, or due to potentially anticipated patient anatomy difficulties.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an hour into the surgery, the surgeon converted to open because of potential pathology. There was reportedly an issue with one arm of the system, but it was noted that the conversion was due to patient conditions, not due to the system. The procedure was converted to open with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the case was converted to open due to dense/extensive adhesions that exceeded technical limitation. "According to the circulator in the room, it should have started open instead of attempting to do it robotically. The circulator feels the surgeon attempted it robotically because there were visitors from the intuitive surgical case observation program. So, no, it wasn¿t a surprise the surgeon opened."